Manufacturer narrative:
Additional information: d4 UDI is unknown. No product information has been provided to date. D5 d10 h3 and h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked tank cover, broken pole clamp, and outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The micro switch was disengaged and didn't shut off the pumping water. The root cause of the reported issue was found to be a faulty micro switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 fluid continues to run after pulling out the set. Additional information received 13 august 2021 (email): issue discovered (B)(6) 2021 during testing. No patient involvement. No regulatory authorities have been notified.